Manufacturer narrative:
(B)(4).

Event description:
It was reported that several episodes of non-sustained rv oversensing was observed during a routine exam. The noise was reproducible with isometrics and pocket manipulation. The lead was replaced. The patient was fine post-procedure.